Manufacturer narrative:
Strut; exposed sharp edges.

Event description:
It was reported by service report that the patient left strut broke and sharp edges were reported. It was also reported that the seat frame was bent. No patient involvement or adverse consequences are reported.